Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient had visited the emergency room ((B)(6) hospital, (B)(6) united arab emirates) after a car accident with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 300 mg/dl while wearing the pod for an unknown duration. The screen on the personal diabetes manager (pdm) was reported to be damaged. There were no other reported symptoms. The patient was treated with unspecified intravenous fluids. The patient was discharged the next day.